Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Event description:
It was reported by the consumer that the bd nano¿ 2nd gen pen needles 4mm x 32g jams. The following information was provided by the initial reporter: however, I always feel like I am going to run out before my prescription can be filled because the needles sometimes jam.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-nov-2022 h6:investigation summarycustomer returned a total of 9 used 4mm, 32 gauge nano pro pen needles. The pen needles were visually inspected prior to testing. 2 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. These pen needles cannot be used in its current condition. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula.the remaining 7 pen needles were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needles. No issues were found with the remaining pen needles.a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.based on the samples received, embecta found that 2 pen needles had become bent a on the non-patient side. The damaged pen needles cannot be used as intended in this condition.the root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. H3 other text : see h10

Event description:
It was reported by the consumer that the bd nano¿ 2nd gen pen needles 4mm x 32g jams. The following information was provided by the initial reporter: however, I always feel like I am going to run out before my prescription can be filled because the needles sometimes jam.